Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and topical skin adhesive was used. During pre-op, they opened the device and noticed a hair inside the packaging. Opened another to complete case. Device is available for return. No harm to patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the hair found? (Inside the sterile barrier or outside of the sterile barrier?) Found inside the individual dermabond packaging where the sterilized device is. Are there any photos of the hair available? Product will be returned with return kit. Is it possible that the hair fell into packaging upon opening of device? Possible but the hospital staff said it is unlikely, said they noticed the hair as they were opening the product to the sterile field. Was the product seal on the foil still intact when the package was opened? Not 100% sure but likely yes, the product was being opened while they were setting up for a case to start. Will the device be returned for evaluation? If yes please return all relevant packaging material. Yes was the procedure completed without any adverse effect to the patient? Yes. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6) , materials manager and (B)(6) , or nurse. H3 evaluation: the product code was returned to ethicon for evaluation. One unused open sample was received for analysis. Product code. Visual analysis of the returned sample determined that one device was returned inside its packing open sample. Upon visual inspection, it was observed that the returned unit contained a foreign matter that appeared to be hair. Based on the information currently available, a foreign matter issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.